Manufacturer narrative:
H.6. Investigation summary: material number: unknown. Lot/batch number: unknown. While the authors observed significantly reduced growth/recovery of a. Urinae in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours, the decrease in recovery was approximately <10-fold (<1 log), which is within the acceptable criteria of a one-log difference of the initial microorganism concentration (clsi m40-a2). In addition, the authors observed a significant increase in growth (>10-fold) in two e. Faecalis strains (e. Faecalis atcc29212 and clinical isolate) in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours. However, bd has data to support that bd vacutainer® c&s tubes demonstrate bacterial maintenance of organisms commonly isolated in urine, including e. Faecalis atcc29212, within 1 log10 of the initial microorganism concentration over a 48 hour period at room temperature (clinical study report: pas-18ctw002). While this article is not considered to demonstrate a product issue with bd vacutainer® urine c&s tubes, a complaint (B)(4) was submitted to document the significantly reduced growth of a. Urinae and significant increase in growth (>1 log increase) of e. Faecalis atcc29212 and a clinical isolate of e. Faecalis (bef2022) after 24 hours at room temperature in bd vacutainer® c&s tubes. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd vacutainer® blood collection tubes customer reports that there is an increase in growth of organisms in the tube. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that article review stating reduction or increase in growth/recovery of organisms in c&s tubes. Customer problem: article review observing: (1) significant reduction in growth/recovery of aerococcus urinae in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours; and (2) significant increase in growth (>10-fold or >1 log) in two enterococcus faecalis strains (e. Faecalis atcc29212 and clinical isolate) in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours.

Event description:
It was reported when using an unknown bd vacutainer® blood collection tubes customer reports that there is an increase in growth of organisms in the tube. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that article review stating reduction or increase in growth/recovery of organisms in c&s tubes. Customer problem: article review observing: (1) significant reduction in growth/recovery of aerococcus urinae in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours; and (2) significant increase in growth (>10-fold or >1 log) in two enterococcus faecalis strains (e. Faecalis atcc29212 and clinical isolate) in bd vacutainer® c&s tubes after 24 hours at room temperature compared to the microbial concentration at 4 hours.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.